Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient's controller was alarming. A controller exchange was performed. There was no reported patient injury related to this event. The controller was returned to the manufacturer for evaluation. Evaluation of the controller revealed that if failed visual and functional testing due to not being able to secure a connection to power source 2. The root cause for the reported "alarm/faults" event is due to power source 2 port's plug insert being too deep; it is possible that user error/mishandling may have attributed to the event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation the instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that the controller was alarming and the treating facility performed a controller exchange. The controller was removed from service and the patient was issued a replacement device. The controller was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.